Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A notification was received on (B)(6)2024 via abiomed¿s long-term outcome and quality (loqi) indicator impella registry indicating an allegation of supraventricular tachycardia: synchronized cardioversion at bedside, returned to sinus rhythm. The patient recovered with no sequelae. The patient remains on impella support.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the reported supraventricular tachycardia (svt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the svt could not be determined. Corrections to the initial MFR report: b2-selected death and date of death. B5 mso review. H1-type of reportable event changed to death. H6 impact code added 1802.

Manufacturer narrative:
B5 revised with updated information received from the clinical site. H6 revised to reflect the additional failure mode. H10 instructions for use. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered in early of the case but resolved. Product was not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. Should any new information or investigation results for hemolysis are received, a supplemental report will be submitted. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ g1 reporting contact email revised on manufacturer device report 1220648-2024-20435 in accordance with updated procedures.

Event description:
A notification was received on 5/29/2025 via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that starting on (B)(6) 2024 endured hemolysis with a "definite" relationship to the impella device used: ¿ldh on admit from osh 2467. Dropped throughout admission. Ldh (B)(6) 2024 417"